Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in their glucose level and experienced seizure and was unable to self-treat, requiring treatment with insulin (type/dose unknown), ebrantil, candesartan, citalopam, pregrabalin, artovstaten, and amlodipin by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Attempted to downloaded the data by scanning the sensor with the evaluation module (evm), sensor did not scan. Extended investigation has been performed on the returned sensor, no evidence of misuse or abnormalities was observed. Data was then downloaded successfully, sensor state 8 with event log 129 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Pqe observed that the sensor's event log was full, preventing the sensor from being re-programmed. A full event log will prevent a source measure unit (smu) from being performed. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in their glucose level and experienced seizure and was unable to self-treat, requiring treatment with insulin (type/dose unknown), ebrantil, candesartan, citalopam, pregrabalin, artovstaten, and amlodipin by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.